Event description:
Customer reported system is displaying a "voltage error, power off" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.